Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s charger exhibited intermittent functionality, charging only when the cable was positioned at a specific angle despite attempts with different outlets and reconnection. Symptoms included no adverse clinical effects. Outcomes included replacement of the charger and user education on interim charging alternatives. Investigation included remote troubleshooting and arrangement of replacement supplies. Investigation of this case revealed a suspected charger or cable connection malfunction consistent with a faulty or worn charging lead. It was concluded, based on previously established findings for similar reports, that the cause was product wear or component failure of the charger assembly.